Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was reported on an unreported date, pd therapy was discontinued prior to death; however, this was not confirmed. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.